Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact.(B)(4).

Event description:
It was reported that shaft break occurred. A 2.75mm x 20mm nc emerge® balloon catheter was selected to dilate the lesion. During advancing of the balloon over the wire, the mid shaft of the balloon catheter broke. The procedure was completed with another of the same device no patient complications were reported.